Event description:
It was reported to the sr. Clinical marketing manager of aci that a pt underwent an interventional coronary procedure on (B)(6) 2011. A femoral angiogram was taken to assess suitability for closure but not reported what the angiogram revealed. Three days post procedure, the pt presented to the general practitioner with unk symptoms at the access site. It was reported that the physician applied a pressure bandage to the access site. The pt returned to the general practitioner (exact timeframe unk) as the unk symptoms persisted. An ultrasound was performed which revealed a pseudoaneurysm. The pt was given a thrombin injection which reportedly resolved the pseudoaneurysm. No further info was provided at the time of this report.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. This complaint has been determined to be FDA reportable after an internal retrospective review of complaints (conducted on (B)(6) 2013).